Manufacturer narrative:
Examination of the returned used device confirmed the reported problem. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. A 2 year lot history review was conducted and found 2 events for this lot number and failure mode a two-year review of complaint history revealed there has been 3 complaints regarding 3 devices for this device family and failure mode. During the same time frame 25,905 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed, the rate of failure would be .0001 per the instructions for use, the user is advised the following; use caution when changing power settings; use the lowest power setting and minimum tissue contact time necessary to achieve the appropriate surgical effect. High power settings and prolonged use may result in damage to the insulation or probe tip or patient burns. Continuous flow of irrigant is recommended. Fluid flow assists in removing debris as well as cooling the fluid in the joint and the probe tip between activations. The maximum output power should be no more than 260 watts. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is expected to be returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the aes-50s, edge probe 50 degree, was used during an arthroscopic knee procedure and meniscal repair. When the device heated up, the glue at the edges comes off. The surgeons were concerned about the safety of the glue coming off. Additional information was received that stated there was no fragmentation left in the patient, the "glue" was suctioned/ irrigated out and found in the suction canister. The ablation setting used was 3. There was no indication that another device was used to complete the procedure. The procedure was completed as planned. There was no injury or impact to the patient. There was no reported delay of procedure. The qe for the device advises the "glue" referred to is an adhesive used during manufacturing. This report is being raised on the basis of device malfunction with potential for injury upon r occurrence.